Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three(3) exactamix 1000 ml eva tpn bags leaked from an unspecified location. The issue was noticed before patient use. There was no patient involvement. No additional information is available.